Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reason. No additional information provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint number corresponding to this medwatch is cmp-(B)(4).

Event description:
It was reported that the patient underwent hip revision procedure approximately twenty three years post-implantation due to cup loosening and infection.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-00628, 0001822565-2017-04317.

Event description:
It was reported that patient underwent a hip revision procedure due to poly wear and osteolysis. During the procedure, the acetabular liner and cup were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. Concomitant products: unknown, unknown liner, unknown. Unknown, unknown screw, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. The reported event is confirm based on x-ray provided. No surgical notes was provided. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04317.

Event description:
It was reported that patient underwent a hip revision procedure due to poly wear and osteolysis. During the procedure, the acetabular liner and cup were removed and replaced. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.